Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 363 mg/dl. The customer was uncertain of the suspected cause but believed it may be due to the infusion set. The customer delivered a correction bolus via the pump and changed the infusion set. Subsequently, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.